Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the reporter: occurred pre-operatively. The device was not able to fire. The surgeon was not able to press the green button and squeeze the handle. There was no patient involved in this event.